Event description:
A 24mm diameter x 14 mm diameter x 13.5cm length aneurx bifurcated stent graft and its components was inserted for the treatment of an abdominal aortic aneurysm on event date. Aortic aneurysm sizing is unknown. The iliac arteries had moderate tortuosity and little calcification. It is reported that as the deployment of the stent graft was initiated with the deployment handle the sheath "broke apart at the white handle basis upper level;" which prevented the stent graft from deploying. It is reported that the sheath retracted only 1cm, thus allowing the delivery device to be removed from the pt without difficulty. The procedure was discontinued and a talent device was successfully placed at a later date. There were no additional clinical sequelae reported relative to the event. Further info from the facility is pending. It is reported that the device will be returned to medtronic ave for returned goods investigation.